Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported sleeve steering issues was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report a miskeyed device resulting in irregular movement of the clip delivery systems (cds). It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed/ restricted posterior leaflet for a mitraclip procedure. The steerable guide catheter could not key properly with three clip delivery systems (cds). The were no extreme curves on the sgc or the cds devices. The blue alignment markers were lined up and the devicea were straddled. The first clip (cds-30330r1096) was noticed to be mis-keyed while using the m knob. The device was removed, re-inserted, and mis-keyed again. Ap knob was used to compensate for the mis-keyed device. The second device (cds-30601r1083) was mis-keyed and then keyed correctly by offsetting the blue alignment markers. The third device (cds-30110r1001) had to use ap knob to compensate for mis-keying. All three devices were able to be implanted, reducing the mr to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.